Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red painful rash, sometimes itches. The patient stated they do have a history of sensitive skin and /or allergies. There was no alleged device malfunction contributing to the irritation. The patient¿s physician suggested calling zoll to get remeasured for the skin irritation. Follow up indicated that the skin irritation improved.